Event description:
It was reported that the customer was experiencing unexplained high blood glucose of 527mg/dl. Troubleshooting was performed. It was stated that the doctor was contacted and prescribed a manual injection of 10.0 units to treat his high glucose level. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Instructed the customer to remove the cannula and it was not bent. Advised the customer to change the infusion set every two to three days. Instructed the caller that the customer needs to contact his doctor regarding the time to return on the insulin pump therapy. The customer's recent glucose reading was 379mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.